Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 300 to 500 mg/dl.the customer experienced symptoms such as vomiting. The customer was treated with insulin. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.